Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ right essure device was found to be embedded in the omentum') and embedded device ('the essure device was found to be embedded in the omentum') in a 45-year-old female patient who had essure (batch no. C55831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, right lower quadrant pain and uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia"), psychological trauma ("psychological injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy-bilateral and salpingectomy-bilateral, laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the embedded device, abdominal pain, dysmenorrhoea, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date of essure: (B)(6) 2015 as per current pif and previously reported as (B)(6) 2016. (B)(6) 2017: laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: implant position: right: not visible left: satisfactory tubal patency: right: patent fallopian tube with spillage of contrast into the peritoneal cavity. Left: occluded. Batch no: c55831, production date: 2014-05-13, expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia"), psychological trauma ("psychological injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the abdominal pain, dysmenorrhoea, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ right essure device was found to be embedded in the omentum') and embedded device ('the essure device was found to be embedded in the omentum') in a 45-year-old female patient who had essure (batch no. C55831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, right lower quadrant pain and uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea "), menorrhagia ("menorrhagia"), psychological trauma ("psychological injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy-bilateral and salpingectomy-bilateral, laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and menorrhagia had resolved and the embedded device, abdominal pain, dysmenorrhoea, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date of essure: (B)(6) 2015 as per current pif and previously reported as (B)(6) 2016. On (B)(6) 2017: laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: implant position: right: not visible, left: satisfactory. Tubal patency: right: patent fallopian tube with spillage of contrast into the peritoneal cavity. Left: occluded. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received. Reporter information was added. Lot number, expiration date was added. New event "the essure device was found to be embedded in the omentum" wad added. Lab data was added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.